Event description:
Instrument failure - while impacting the ace tabular shell, the strike plate broke off the impactor.

Manufacturer narrative:
The reason for this complaint was to report while the surgeon was impacting the acetabular shell, the strike plate broke off the impactor. The healthcare professional indicated there was a serious risk to the patient. There was a 5 minute delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. (B)(4). Examination of the returned positioner, fmp acet confirmed the strike plate has broken off. The reported condition could possibly be a result of heavy use/misuse/wear and care must be taken to avoid compromising their performance. Refer to instrument instructions for use (IFU) IFU 0400-0146 "recommendations for the care and handling for djo surgical instruments. The instrument was not lot number controlled, therefore this instrument could not be linked to a specific device history record (DHR) or the actual date of manufacture could not be determined with confidence. The positioner, fmp acet is shown to be @ rev. C therefore it may have been in service for over 15.5 yrs. The root cause for this event is attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction or issue. There are no indications that this instrument has a design or material deficiency therefore no containment of inventory is required.